Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During initial implant procedure, the helix of the right ventricular (rv) lead was stretched. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.